Event description:
It was reported that, after a tka surgery performed on (B)(6) 2021, patient started to experience serious debilitating pain, can barely walk at all and cannot put any weight on that right leg. It is unknown how this will be addressed, as well as the current health status of the patient.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The impact to the patient beyond the reported debilitating pain and difficulty with weight bearing on the right leg cannot be determined based on the information provided. Consequently, smith and nephew is unable to provide patients with medical advice regarding there care and treatment opinions. However, please follow up with the original surgeon who performed the surgery, the primary care provider, or another orthopedic specialist for a second opinion. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient reaction or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.